Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on leaflets 1 and 2, moderate calcification on leaflet 3, commissures 1 and 2 were bent, and the wireform was distorted around leaflet 1. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2mm near commissure 1 at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 2 had a tear of 7mm near commissure 2. Calcification was evident near the tear. Additional manufacturer narrative: customer report of calcification and stenosis was confirmed. Corrected data: restating conclusion: calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. An abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification, degeneration, stenosis, pannus, and leaflet tear cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying disease contributed to the event.

Manufacturer narrative:
The device was returned to edwards for evaluation. Device evaluation is anticipated but has not yet begun.

Event description:
Edwards received notification that a model 21mm pericardial aortic valve was explanted after an implant duration of 9 (nine) years, 6 (six) months, and twenty-one (21) days.

Manufacturer narrative:
The device is in the process of being returned to edwards for evaluation but has not been received. The device history record (DHR) review was not able to be performed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The root cause for the calcification, degeneration, and stenosis cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying disease contributed to the event. A supplemental report will be submitted upon device evaluation completion. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received notification that a 21mm pericardial aortic valve was explanted after an implant duration of 9 (nine) years and 6 (six) months due to calcific degeneration leading to stenosis. The patient presented with shortness of breath and palpitations at exertion over the past 3-4 months. A new 21mm pericardial aortic valve was implanted as a replacement. The patient status was noted as discharged.